Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No adverse event reported. The device was discarded by the customer, is not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.